Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedances out of range. The concerned value was one ohm. Technical services (ts) provided troubleshooting options and the patient was seen on the clinic and will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that the physician attempted a defibrillation threshold (dft) test, nonetheless, it could not be induced for more than a second. Subsequently, a synch max energy shock was delivered, and a short circuit fault was recorded. The boston scientific technical services (ts) recommended replacing lead and the device. The patient could be outpatient and ts discussed the risks of not being protected on patient/physician discretion. The patient has never been shocked and never paces. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedances out of range. The concerned value was one ohm. Technical services (ts) provided troubleshooting options and the patient was seen on the clinic and will be in continue monitoring. Additional information was received which indicated that the physician attempted a defibrillation threshold (dft) test, nonetheless, it could not be induced for more than a second. Subsequently, a synch max energy shock was delivered, and a short circuit fault was recorded. The boston scientific technical services (ts) recommended replacing lead and the device. The patient could be outpatient and ts discussed the risks of not being protected on patient/physician discretion. The patient has never been shocked and never paces. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedances out of range. The concerned value was one ohm. Technical services (ts) provided troubleshooting options and the patient was seen on the clinic and will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.